Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: 350cc mentor smooth round moderate plus profile saline breast implant (catalog number 3502350, serial number (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 350cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the event summary erroneously indicated that there was no information regarding an explantation or expected explantation date. However, the initial report provided an explant date of (B)(6) 2019. Correction: as a result of the right-sided deflation, the patient has a bilateral explantation scheduled for (B)(6) 2019 and plans to replace with a pair of 350cc mentor memorygel breast implants (catalog number 3503504bc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/6/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor received device information for the patient's replacement products, which is as follows: catalog number 3503504bc, left-sided serial number (B)(4), right-sided serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/21/2019, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).